Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a defective heat shrink. The damages observed exhibits characteristic of the heat shrink that has been introduced to excessive heat, as a result of reprocessing or sterilization.

Event description:
Black collar component of the disposable tip has detached from the tip and fallen inside the patient. The component was found recovered and collected

Manufacturer narrative:
An investigation will be performed upon return of product to microline surgical, inc.

Event description:
Black collar component of the disposable tip has detached from the tip and fallen inside the patient. The component was found recovered and collected.